Event description:
It was reported that the patients implantable pulse generator (ipg) was not providing adequate pain relief. The patient underwent an explant procedure. Additional information was received that all device components were explanted and discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three to six months after being implanted. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7071868/7074305.

Event description:
It was reported that the patients ipg was not providing adequate pain relief. The patient underwent an explant procedure.